Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support (tts) and no issues were identified. Customer¿s blood glucose (bg) level was 100-300 mg/dl. Ultimately, the customer reverted to a backup insulin pump.